Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2010 and mesh was used. Also, during this procedure, an (bs) obtryx were placed into the pt's body. The pt experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional info has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that due to pelvic pain, dyspareunia, bleeding, infections, voiding dysfunction and mesh erosion the patient underwent mesh removal/excision on (B)(6) 2010 and reconstruction of urethra.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with a tvh, due to rectocele, urinary incontinence, fecal incontinence, prolapsed uterus. It was reported that following insertion the patient experienced leg pain, itchy buttocks and buttock skin inflammation, perineal itching, pain in lower back, bowel dysfunction, vaginal dryness, urinary incontinence, multiple yeast and urinary tract infections. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with a tvh, due to rectocele, urinary incontinence, fecal incontinence, prolapsed uterus. It was reported that following insertion the patient experienced leg pain, itchy buttocks and buttock skin inflammation, perineal itching, pain in lower back, bowel dysfunction, vaginal dryness, urinary incontinence , multiple yeast and urinary tract infections. No additional information was provided. (B)(6).